Event description:
It was reported that while during a trochanteric fixation nail (tfn) nailing that the tfn cushion helical blade inserter handle came apart in three separate pieces. There were no performance issues when the handle broke into three pieces as the tfn was coming out of the patient. The handle came apart as the surgery for a left-hip fracture was coming to completion and the insertion handle was being pulled off the patient. There was no delay in surgery. (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. A product development evaluation was performed. The returned inserter was received intact but contains significant hammer marks on the gold handle. Slight hammer marks are found on the t-handle legs. The alignment indicator is intact and functions as intended, locking to the shaft of the instrument with the locking shaft. Product drawings at the time of manufacture were reviewed during this evaluation. No drawing discrepancies were identified. The assembled instrument would not come apart under load and functioned as intended. The design is adequate for its intended use and did not contribute to this complaint condition. Serial number field was populated with the lot number on initial report. There was no serial number obtained. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device instrument and is an is not implanted/explanted. No service history review can be performed as this is a lot controlled item. The customer reported the item fell apart. An additional evaluation was performed. The repair technician reported the alignment knob was damaged, and the sleeve was marked and burred. The item is not repairable. The cause of the issue is unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.